Manufacturer narrative:
Section g6: "30-day" was inadvertently not checked in the prior report. Manufacturer's investigation conclusion: the reported short to shield issue could not be confirmed through this evaluation as no log files were submitted for review and the device is not available for investigation. Furthermore, a specific cause for the reported patient outcome and a direct correlation to the suspected short to shield issue could not conclusively be determined. Heartmate ii left ventricular assist system (lvas), serial number (B)(6), is not available for evaluation. The relevant sections of the device history records for (B)(6) and the percutaneous lead were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2015. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), is currently available. This IFU lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system in section 1, ¿introduction¿. This IFU also discusses pump speed, power, flow, and pulsatility index in section 1, ¿introduction¿. Section 6 entitled "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. The section entitled ¿alarms and troubleshooting¿ contains information regarding alarms on the system controller, including low speed/flow advisory/hazard alarms, and the proper actions associated with them. This section also provides information on driveline care and cleaning. The user should check the driveline daily for signs of damage (cuts, holes, tears) and call their hospital contact right away if the driveline is damaged (or might be damaged). The current heartmate ii lvas patient handbook, is currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. The patient handbook also provides instructions in the event the pump stops in section 8 ¿handling emergencies¿. The heartmate ii lvas instructions for use (IFU) outlines all system controller alarms as well as the appropriate actions associated with them. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The patient handbook contains a section on ¿caring for the driveline¿, however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
User facility (uf) report # (B)(4). Related manufacturer report number: 2916596-2018-05173. No further information was provided. A supplemental report will be submitted when the manufacturers investigation is completed.

Event description:
It was reported that the patient expired on (B)(6) 2020 due to a known short to shield that the patient did not want repaired.